Event description:
It was reported that a leak occurred. A left atrial appendage closure procedure was performed, and a watchman flx laa closure device was implanted. At the 45-day follow-up, color doppler revealed a leak through the implant fabric. No additional information was known at the time of reporting.